Manufacturer narrative:
Initial reporter address: (B)(6). Medwatch (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles in 250ml non-dehp fluid path intravia container. This was observed after and unknown amount of fentanyl was filled in the bag. It was stated that the particulate matter was about the size of an ultrafine ballpoint pen tip. The sample was discarded. There was no patient involvement. No additional information is available.